Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the insulin pump alarmed failed self-test. The patient¿s blood glucose level was unknown at the time of the incident. The customer's mother was advised that the insulin pump needed to be replaced and was advised to revert to the backup plan. The device is expected to be returned for analysis.

Manufacturer narrative:
The insulin pump was received with blank display due to broken solder joint on interface board. Unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify failed self test alarm and communicate to blood glucose meter due to blank display.